Manufacturer narrative:
Device was verified by field service engineer and found to be operating to specifications. Case log file review did not show any system issues. Based on the results of the investigation, the device was found to be operating to specifications. Root cause for the reported issue could not be determined. (B)(4).

Event description:
Surgeon reported post operative central islands and myopia, post lasik surgery. Pt information rec'd shows slight undercorrection at five weeks post op, for the left eye. Surgeon stated that the case may need an additional procedure in the future. Right eye of the same pt is reported under manufacturer report # 3003288808-2011-00058.